Event description:
Helathcare worker reported upper and lower gi endoscopes were processed with incorrect wash and disinfect times for gluteraldehyde (metricide). The desired settings were wash: 5 minutes and disinfect: 20 minutes, however, it was discovered the facility's aer was set for wash: 20 minutes and disinfect: 5 minutes. As a result, approx 85 pts received endoscopic procedure with instruments that were not processed correctly to ensure high-level disinfection prior to use. No pt events have been reported as a result of this incident.